Manufacturer narrative:
Clarification to general information initial mw aware date: 09/jan/2020.

Event description:
Patient reported moderate pain in the left breast. Healthcare professional reported implant exchange due to concern with the product. Device has been explanted.

Event description:
Patient reported moderate pain in the left breast. Healthcare professional reported implant exchange due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight within specifications, crease fold, deformation, yellow particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported moderate pain in the left breast. Healthcare professional reported implant exchange due to concern with the product. Device has been explanted.